Manufacturer narrative:
(B)(4). If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) haptics are sticking to each other (hand shake) and releasing them is difficult. There was no patient impairment. Additional communication on (B)(6) 2015, it was confirmed that the haptics are sticky, but it could not be confirmed that the haptic stuck to the other haptic or if the haptic stuck to the optic. Iol is still implanted and no adverse consequences for the patient. No further information is available. This report is 2 of 2 and is to capture the complaint specifically against the zcb00 18.5 diopter lens.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The reported complaint can¿t be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this production order were received to date. During the manufacturing record review for this serial number, no assignable cause was identified. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.